Event description:
It was reported that the on/off button intermittently powers the device on when it is pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a misaligned activator on the latch assembly. The latch assembly is directly correlated with the on/off button. The customer was provided with a replacement device.